Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of electrode corrosion is confirmed; however, the exact cause is unknown. Three photographs of sherlock 3cg electrodes were returned for evaluation. An initial visual observation of the photographs showed discoloration on the electrode and foam pad. The electrode was observed to have what appears to be corrosion on the top and bottom sides. No obvious use residue was observed on the samples. No additional damage could be seen on the samples in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that they noticed something is all over the leads when opening the PICC tray. No other information was provided.